Manufacturer narrative:
(B)(6).      This device was returned for service; however, did not meet manufacturing specifications during pre-repair assessment. The device is being returned for further investigation. Once the investigation has been completed, a supplemental medwatch will be submitted. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the attachment device identification was unreadable, the bearings, nose cone and extension sleeve were damaged and the triangle symbol was missing. It was also observed that the device was missing balls, the cage did not exist and the bearings fell apart. It was further determined that the device failed pretest for cutter insertion and lock operation. It was noted in the service order that the device bearings were failing. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was not reported, however it was noted that the event occurred in 2018. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that a cutter could not be inserted into this attachment, the nose tube had cosmetic damage and the attention symbol was missing. Therefore, the reported condition was confirmed. The assignable root cause of the cutter not being able to be inserted was determined to be due to worn out bearings from normal wear and servicing over time, the cosmetic damage on the nose tube was also due to normal wear and servicing over time, and the missing attention symbol was due to the device being manufactured before the symbol was added to its drawing. Additionally, a review of the device history was performed and no non-conformances were detected related to the reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.